Manufacturer narrative:
The clip remains implanted in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip arms relaxing post clip deployment. It was reported that this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr). The first mitraclip was advanced, and grasped the leaflets. Clip arms were closed, and mr reduction was trace. After the mitraclip was deployed, the clip arms were noted to have relaxed enough to where the mr reduction was not as good; mr was grade 1 post deployment. The mitraclip was stable on both leaflets. There were no adverse patient effects, and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported unintended movement (clip open while locked) could not be determined in this complaint. There is no indication of a product issue with respect to manufacture, design or labeling.na